Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass noted. The insulin pump had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
The customer's wife reported via phone call that the customer's insulin pump broke. When the customer went in for dialysis, the pump broke when it was removed. Customer was in the hospital for dialysis when the issue happened. Customer was advised to disconnect from the pump. The damage was located on the screen and reservoir housing. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.